Event description:
IV inserted opsc prior to endoscopy procedure. Upon arrival in endoscopy suite, IV site leaking. Tape removed - IV catheter broken off. Was unable to locate 3/4" of catheter. Soft tissue x-ray of hand ordered and IV catheter piece seen on x-ray. Pt had surgery of hand to remove the catheter.